Event description:
Hill-rom received a report from the account stating the brake not set alarm was not working. The bed was located in 4th floor hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the cable wire to brake switch broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake switch to resolve the issue. Based on this information, no further action is required.